Manufacturer narrative:
Evaluation completed. One opened 23ga vitrectomy cutter was returned in a plastic bag along with a bl5523wv pack label from lot v7700. The expiration date on the label is 2018-01-19. The tip protector was not returned. The needle was not bent. The port window was in the opened positioned. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris system. The cutter has good clean cuts throughout the various cut rates. The cutter aspirates as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Surgeon reported the vitrectomy cutter was not cutting properly.